Manufacturer narrative:
The insulin pump was received with no button response due to moisture-damaged keypad traces. No display anomaly involving scrolling numbers was noted. The insulin pump was received with a scratched display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. The end cap sticker was missing.

Event description:
It was reported that the customer's insulin pump displayed activity on the screen unprompted by button press. It was explained to the customer that the buttons may be stuck or damaged. Customer was advised to revert to a back-up plan. The customer's blood glucose was 18.0 mmol/l. Nothing further was reported.